Event description:
New information on (B)(6) 2016 stated that the patient was fine post operation.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. No lead anomalies were exhibited prior to lead revision. The lead was capped and replaced. No further information is available.